Manufacturer narrative:
The insulin pump was received with no act, up and down button response due to corroded up, acr and down keypad traces. There was no ramping numbers anomaly or button error alarm on the device. The battery out limit alarm was unable to be verified due to no button response. The basic occlusion test, occlusion test, priming test, excessive no delivery test, displacement test and the rewind process were all unable to be verified as a result of keypad unresponsiveness. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
Customer reported via phone call that the insulin pump had keypad anomaly, battery out limit alarm and high blood glucose levels. Customer's blood glucose reading was 402 mg/dl. Troubleshooting for keypad anomaly was performed. Customer stated that during a bolus attempt the numbers continued to scroll up. Customer advised they received a battery out limit alarm and were unable to clear as a result of button unresponsiveness. Customer ate without delivering a bolus and advised they would treat themselves for missing the bolus. Customer was advised to discontinue use of the device and revert to a backup plan. Customer was advised that the device would be replaced and agreed to return the product for analysis.